Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued an alert 65 indicating the audio alarm was not audible, consistent with an audio over/under current malfunction, and a replacement ilet was provided. Symptoms included no reported clinical effects. Outcomes included no impact to health or hospitalization. Investigation included customer communication and coordination for device replacement. Investigation of the returned device revealed an audible alarm failure consistent with an audio circuit malfunction, and the device was exchanged for continued therapy. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction.